Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer put the battery off from the pump for 2 hours and the error continued. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no escape button response due to flattened button dome switch. No button error alarm noted during our testing. The lcd board was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.